Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly. The customer reported blood glucose value of 20 mmol/l. The customer reported hyperglycemia treated with manual injection/insulin pen. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1885. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. Troubleshooting indicated that pump requires replacement. No further patient complications were reported. The customer will discontinue using the insulin pump and revert to the backup plan per healthcare professional instructions. Product return status for mmt-1885 is expected.

Manufacturer narrative:
Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0873 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 20.775 units of normal bolus was delivered on (B)(6) 2024 between 01:02:13.000 and 23:47:23.000. Pump was cut to perform visual inspection and found moisture damage on the force sensor. Force sensor zero offset within specification with 23.6 mv. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay and pillowing keypad overlay. Pump passed functional testing and no under delivery anomalies noted during testing. Possible under delivery anomaly was not confirmed. Unable to confirm high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.